Event description:
Peripheral cutting balloon registryit was reported that in 2004 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The target lesion was at the distal, below the knee, with no vessel tortuosity; lesion type was denovo and moderate calcification at target lesion. The angiographic data for target lesion showed the reference vessel diameter 3.5 mm, lesion length 10.00 mm, pre procedure 75% stenosis, and post procedure 0% stenosis. Lesion morphology showed concentric stenosis and tight stenosis lesion. The patient had a one month follow up visit the following month; vital status of the patient was alive. The target lesion has remained patent since the procedure. The patient did not experience an adverse event since the procedure. The patient did not have an intervention since the procedure on any vessel. The reported level of pain perceived by the patient compared to conventional dilation was, no pain perceived.follow up visits for three and six month, no data was provided. The twelve month follow up visit, date not provided. The vital status of the patient was dead. No other data/information was provided.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this complaint is a known physiological effect of the procedure and is noted within the dfu.device not returned for analysis.